Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an initial implant procedure. Upon positioning the right ventricular lead, the lead was noted to be tight in the sheath and exhibited resistance during insertion. The lead was unable to be separated from the sheath and was exchanged during procedure on (B)(6) 2020. The physician alleged insulation damage on the lead from visual inspection. The patient was in stable condition.